Event description:
It was reported that the user was unable to turn on the programmer; the buttons were no longer responsive. The programmer was unplugged and the battery was removed; the issue was resolved once the programmer was restarted. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).